Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient's receiver displayed an error code. At the time of contact, no injury or medical intervention was reported. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Describe event or problem - correction to remove statement from initial report: patient contacted dexcom on (B)(4) 2016 to report that on (B)(6) 2016, the patient's receiver displayed an error code.

Event description:
Dexcom was made aware on (B)(4) 2016, that on (B)(6) 2016, the receiver ceased to function. The complaint device was returned for evaluation. The device was visually inspected and the receiver case was cut open. Functional testing could not be performed due to the condition of the returned device. A review of the downloaded data log did not find any errors related to the customer complaint. The reported event that the receiver ceased to function was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The device was sent to engineering for further investigation. The device was visually inspected and no defects were found related to the complaint. A receiver log was downloaded and reviewed and did not find any errors related to the complaint. The complaint was not confirmed. A root cause could not be determined.